Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and one haptic tore off. The lens was removed with no patient injury, no enlarged incision or sutures. The cartridge used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation.